Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 120 units of insulin. Customer's fill estimate issue was resolved after customer changed out cartridge, tubing and site. Customer's blood glucose level was not impacted.